Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient reported a skin irritation from the ucor hfams patch. The patient described the area where the patch is located as a severe burn, like a "branding". Patient states irritation feels as if a hot iron was placed on his skin. Patient believes that the skin irritation was from the adhesive and that it was "too powerful" and pulled at his skin when removing it. There was no alleged device malfunction contributing to the irritation. Outcome of the skin irritation is unknown. The patient's physician advised the patient to remove and return the device.